Manufacturer narrative:
The insulin pump was monitored and tested with no low battery alert noted however; the insulin pump has to reset the time/date and unexpected restart alarm after changing the battery due to voltage leak on the interface board. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self-test. No external ram crc error alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device required changing battery every 5 hours. Device would reset time and date after every battery change. Customer's blood glucose was between 90 mg/dl to 145 mg/dl. Device had alarmed signal too low alarm and unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.